Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen 88.0 mcg/ml; 28.825 mcg/day and dilaudid (hy dromorphone) 35.0 mg/ml; 11.465 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2018. It was reported the patient was not feeling very well. On (B)(6)2018 the pump was alarming; 3 single tone beeps heard only one time. The alarm sounds were played for the patient. The patient agreed this is not what she heard. The sound she heard has not repeated. The patient was due for a refill (B)(6) and the patient had moved to (B)(6). No further complications were reported. Additional information was received from a consumer. The cause of the alarm was the pump was running out of medication and was ¿dangerously low on baclofen¿. The pump was refilled. The alarm and not feeling well has been resolved. The patient was ¿much better now¿. Patient weight was (B)(6) pounds.